Event description:
Customer reported that the pin jammed in stabilizer.

Manufacturer narrative:
When this decision was accessed it was done so through a different criteria. Upon further investigation the conclusion, per our risk documentation, has been updated and the below is the no report rationale. A review of the for partial knee arthroplasty mako system a0022859 rev 6. For inability or difficulty disassembling system elements indicates that the highest potential severity of harm is s2 with a potential occurrence level 02. Additionally, a review of the complaint history data for the past 4 years indicated there have been no reports of serious injury or death as a result of similar events with this device family. Based upon this review, it is unlikely that a serious injury or death would result if this event were to recur. Therefore, this event is not reportable.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Customer reported that the pin jammed in stabilizer.